Event description:
It was reported that the insertable cardiac monitor exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device at end of life (eol) level was returned in once piece for analysis. Device arrived unable to interrogate. Device was cut open and high current drain on hybrid was noted. Further analysis was performed, and an integrated circuit anomaly was found to be the cause of high current drain and premature battery depletion. No other anomalies were found.

Event description:
New information received notes that the insertable cardiac monitor also exhibited premature battery depletion.

Manufacturer narrative:
Correction: b1 ¿ type of report and b2 - outcomes attributed to adverse in 2017865-2025-11164 submitted on 18 jul 2025 should have been checked "adverse event" and "required intervention to prevent permanent impairment/damage (devices)," respectively, rather than being left in blank.

Event description:
New information received notes that the insertable cardiac monitor was explanted. Patient condition was stable.